Event description:
It is reported that customer stated that the insulin pump was not working properly. Blood glucose reading are higher than normal. Customer's blood glucose reading is 19 mmol/l. Customer has corrected the blood glucose level with injection. No symptoms of high blood glucose. Time and date on the insulin pump is correct. Programming correct. Customer mentioned the notification letter and the drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
The insulin pump received with all buttons responding properly. However, moisture traces were found at keypad traces. No button error alarms were noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump received with missing end cap sticker. The insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.